Event description:
It was stated that the customer passed away in her sleep. It was also stated that the customer was wearing the insulin pump at the time of death. The cause of death is unknown as an autopsy was not performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.